Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the customer moved the pump and transmitter closer together in order to regain connection. However, it could not be confirmed if the pump and transmitter were over 20 feet away from each other when the issues occurred. The customer indicated that the transmitter would be replaced, and declined troubleshooting assistance from tandem technical support.